Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number:k011245 and k002188.

Event description:
It was reported that the mount did not disengage from the implant when doctor proceed to unscrew it. Patient did not suffer from any consequences from this event, no additional procedure was necessary and no delay was caused by this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One impl tapered sp 3.7mm 10m m octagon (spb10) and mount were returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. No pre-existing condition was noted on the per. The implant had been placed on tooth 15 (fdi) and removed the same day. X-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 2-10/19; warnings + precautions; page 1 & 2. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. DHR review was completed for the subject lot number 2020011012. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2020011012) was performed for similar events and no complaint about nonconforming products was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (spb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.